Event description:
It was reported that during insertion of the iab, it became stuck in the introducer sheath. Because of this, the iab and sheath were removed and replaced. There were no pt complications.